Manufacturer narrative:
This report is filed on october 24, 2017.

Event description:
Per the patient's surgeon, the patient experienced pain with device use and subsequently elected to have the device explanted. The patient's device was explanted on (B)(6) 2017, there are no plans to re-implant the patient with a new device as of the date of this report.